Event description:
Customer reported that she had a chest pain due to high blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 300 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.